Event description:
It was reported that a malfunction alarm occurred. Cts was unable to assist with troubleshooting with the customer because there was no phone call back. The customer reverted to alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.